Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a loss of connection between the transmitter and receiver. Dexcom representative advised patient to turn off the old receiver that patient had, reset the current receiver and re-start the sensor session. No additional patient or event information is available.